Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that for a little while now, when they go to connect to the pump to bolus, the communicator was in the right place and they were doing the right thing on the application, but it was like a swirling circle for a good 2 minutes and it said could not find your pump. Patient stated they press cancel and then it would let them think. Patient confirmed they were able to deliver a bolus on the call. Patient mentioned they talked to their doctor today and they would change some things with the programming of the pump. Agent reviewed how to clear data from the app. Patient would monitor and call back if issue persists.